Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient came to clinic with intermittent pump stops, low flow, and low speed alarms. This occurred and was witnessed on both battery power and the power module. He complained of "fluttering" in his chest prior to any alarms, but was otherwise clinically fine and stable. The hospital was able to induce alarms with movement of the pt while sitting up and rolling over. The system controller was exchanged, but this did not resolve the issue and alarms were again induced with any bending or rolling movement of the pt. The pt was fine as long as he was flat and still. There was no obvious external damage to his driveline or other external equipment. The hospital assumed this was an internal driveline fracture, but they did not get x-rays of the driveline. The pt was been admitted on strict bed rest. The pump was exchanged on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire to the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility number was not provided. (B)(4). The report of a suspected percutaneous lead issue and a correlation to the report of intermittent pump stoppages and low flow and low speed alarms could not be confirmed as the device was not returned to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the intermacs registry stating: intermittent alarms at home, multiple pump stoppages. Controller changed in office, but with bending forward and attempting to stand, pump still had stoppages.